Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the connection of the infusion set is leaky and the self-adhesive is wet. Caller stated values are elevated. No adverse event reported. Requested return of the alleged infusion set for evaluation